Event description:
While surgeon was working on the robot, the trumpf bed dropped approximately 4-6 inches while the robot was docked. All 4 arms were in use when incident happened. The bed was paired with the robot and never lost connection. No patient injury.